Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: after the duodenum was cut, the stomach was taken out, the device's plastic knob was pressed, but only stapling was done. The device did not cut. Additional resection and manual suturing was done.